Manufacturer narrative:
(B)(4).the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and pressure testing were performed and failed due to a leak between the port tubing and empty bag. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container (250 ml) leaked from where the medication port connected to the bag. Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.